Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: depo shots. Concurrent conditions included obesity. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2008, the patient experienced blister ("blisters on hands and feet/skin condition"). In (B)(6) 2008, the patient experienced alopecia ("hair loss") and weight increased ("weight gain"). On an unknown date, the patient experienced back pain ("back pain"), procedural pain ("pain since implant") and post procedural discomfort ("discomfort since implant"). The patient was treated with paracetamol (tylenol 8 hour), ibuprofen (ibuprofen al), thomapyrin n (excedrin migraine), vitamin d nos and surgery (on or about (B)(6) 2016, plantiff underwent a hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea, dyspareunia, alopecia, blister, weight increased, abdominal pain and back pain had resolved and the menorrhagia, fatigue, migraine, headache, procedural pain and post procedural discomfort outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, blister, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, post procedural discomfort, procedural pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs received- new event abnormal bleeding (vaginal), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, back pain, pain and discomfort since implant, hair loss, migraines, headaches, blisters on hands and feet, weight gain, abdominal pain were added. New reporter, patient information, lab data, concomitant condition, historical and treatment medication were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stones, polycystic ovaries, acid reflux (oesophageal), kidney stone, pelvic pain female, left lower quadrant pain and polycystic ovarian syndrome. Previously administered products included for birth control: depo shots. Concurrent conditions included obesity, cervicitis, cyst ovary, polycystic ovary and pelvic adhesions. Concomitant products included hydrochlorothiazide, metformin and omeprazole. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced heavy menstrual bleeding ("excessive and abnormal bleeding during menstruation") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2008, the patient experienced blister ("blisters on hands and feet/skin condition") and rash ("rash or skin condition"). In (B)(6) 2008, the patient experienced alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced back pain ("back pain"), procedural pain ("pain since implant") and post procedural discomfort ("discomfort since implant"). The patient was treated with acetylsalicylic acid;caffeine;paracetamol (excedrin migraine), ibuprofen (ibuprofen al), paracetamol (tylenol 8 hour), vitamin d nos and surgery (robotic laparoscopic total hysterectomy, left salpingo-oophorectomy, right salpingectomy, cysto). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, dysmenorrhoea, dyspareunia, fatigue, alopecia, migraine, blister, weight increased, abdominal pain, back pain and rash had resolved and the headache, procedural pain and post procedural discomfort outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, blister, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, migraine, pelvic pain, post procedural discomfort, procedural pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight -225 lbs (102kg). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 25-may-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stones, polycystic ovaries, acid reflux (oesophageal), kidney stone, pelvic pain female, left lower quadrant pain and polycystic ovarian syndrome. Previously administered products included for birth control: depo shots. Concurrent conditions included obesity, cervicitis, cyst ovary, polycystic ovary and pelvic adhesions. Concomitant products included hydrochlorothiazide, metformin and omeprazole. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced heavy menstrual bleeding ("excessive and abnormal bleeding during menstruation") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2008, the patient experienced blister ("blisters on hands and feet/skin condition") and rash ("rash or skin condition"). In (B)(6) 2008, the patient experienced alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced back pain ("back pain"), procedural pain ("pain since implant") and post procedural discomfort ("discomfort since implant"). The patient was treated with acetylsalicylic acid;caffeine;paracetamol (excedrin migraine), ibuprofen (ibuprofen al), paracetamol (tylenol 8 hour), vitamin d nos and surgery (robotic laparoscopic total hysterectomy, left salpingo-oophorectomy, right salpingectomy, cysto). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, dysmenorrhoea, dyspareunia, fatigue, alopecia, migraine, blister, weight increased, abdominal pain, back pain and rash had resolved and the headache, procedural pain and post procedural discomfort outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, blister, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, migraine, pelvic pain, post procedural discomfort, procedural pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight -225 lbs (102kg). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2021: medical record received: medical history, reporter information, surgery were added.fu marked significant due to harmonization of FDA/imdrf codes error. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (on or about (B)(6) 2016, plaintiff underwent a hysterectomy). At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.